Event description:
New information received noted that the implantable cardioverter defibrillator exhibited crosstalk. Programming changes were successfully made. The patient was in stable condition before, during, and after the programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, cross-talk was observed on the patient's device. Programming changes were made and the patient was stable after the changes.